Event description:
It was reported that the support arm broke. There was no pt involvement. (B)(4).

Manufacturer narrative:
The broken support arm was not returned for investigation. Info was received that the customer scrapped the broken support arm after the replacement. No further info regarding the event has been received. With available info, the cause to the event cannot be determined. (B)(4).